Event description:
It was reported that a pacer-dependent patient presented. Upon review, the right ventricular lead exhibited impedance anomaly which caused polarity switch. On (B)(6) 2017, the patient presented in-clinic with high ventricular rate episodes. The lead exhibited noise which was not reproducible via isometrics. All other electrical measurements were normal. No intervention was reported, and no further information was available.